Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids omit: a1301 - failure to read input signal (1581), g0204002 - keyboard/keypad, b21 - type of investigation not yet determined, c0601 - degradation problem identified, d01 - cause traced to device design, remedial action required, remedial action.